Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that air was mixing in the lumen due to a defect in the device cannot be confirmed due to the condition of the sample. The device returned was one d/l 5 fr groshong PICC. Visual observation found that the catheter showed extensive deformation of the red lumen extension leg, and two slide clamps were present on this leg. The other extension legs had neither similar deformation nor any slide clamp. No holes or cracks were found visually in the catheter or in the red connector. Tactual evaluation found extensive tensile weakness with accompanying whitening in the catheter under tensile stress in the area proximal to the 44-cm depth mark. Functional testing found that the red lumen would not flush. The white lumen flushed successfully and would not leak during infusion with the distal end of the catheter clamped. Flushing the red lumen with air with the catheter underwater found no leaks. Flushing the white lumen of the catheter under water and then aspirating the catheter under water through each lumen found that in each case a stream of bubbles formed during aspiration. That this occurred while the catheter was underwater showed that the air did not enter the catheter from the outside; a leak was not found. In the case of the red lumen, the lumen could not be completely flushed during evaluation and so air may have remained in the lumen. In addition, when the catheter was flushed out of the water no leaks were found, even when the distal end was clamped. The bubbles reported may have been due to air trapped within the device and/or dissolved air coming out of the aspirated fluid due to the low pressures present during aspiration, or may have been the result of a poor connection (e.g., with the syringe). The complaint cannot be confirmed due to the condition of the sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that air was mixed in the red lumen, which had been used only for blood draw. The operator tried to remove the air and replace the cap of the hub, but was unsuccessful. Allegedly, while taking a blood sample, air was mixed into the syringe. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that air was mixed in the red lumen, which had been used only for blood draw. The operator tried to remove the air and replace the cap of the hub, but was unsuccessful. Allegedly, while taking a blood sample, air was mixed into the syringe. No patient injury was reported.